Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, while inserting the eit tlif cage, the surgeon was checking placement of cage under x-ray. Surgeon turned the handle four turns counterclockwise and the implant pivoted. The surgeon then malleted the implant further across the disc space. The surgeon decided to reposition the cage, and used slap-hammer to remove the implant and re-tighten the cage so it was straight and rigid. The knob kept turning, and there was no tension on the inner shaft, so the surgeon pulled the shaft out with the thread broken inside the knob. The kit was sent out with only one inserter so the surgeon had to use the eit plif cage. No further information provided. Concomitant medical products: unknown eit tlif cage (part# unknown, lot# unknown, quantity 1). Unknown knob (part# unknown, lot# unknown, quantity 1. This report is for one (1) implant inserter sh connection. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: code 3191, used to capture modified surgical procedure and surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted: investigation flow: damage. Visual inspection: the implant inserter sh connection pin (p/n: tft30101, lot #: e17d10088) was returned and received at us cq. Upon visual inspection, it was observed that the distal end of the device was broken, the broken fragment was stuck inside the tft30101 a tlif implant inserter sh connection and tft30101 b tlif implant inserter knob sh connection. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture relevant drawings are reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received is broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the implant inserter sh connection pin (p/n: tft30101, lot #: e17d10088). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part #: tft30101. Lot number: e17d10088. Supplier lot number: e17d10088. Expiration date: unknown. Release to warehouse date: (B)(6) 2017. Supplier: eit. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: h4: updated manufacturer date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.